Event description:
The customer reported to a distributor rep that 6 to 8 months previously a surgeon was shocked on the hand. The surgeon received a burn and had a bad reaction that appeared to be the beginning of cardiac shock. The surgeon received a burn and had a bad reaction that appeared to be the beginning of cardiac shock. The surgeon received a shock that immediately provoked sweating and the face became extremely pale. However, he was able to carry on with the operation. No add'l details were available. The surgeon was not holding the electrosurgical pencil, but was holding metal forceps in order to coagulate the tissue being held. The nurse was holding the pencil when it was activated on the forceps.

Manufacturer narrative:
(B) (4). The actions the doctor was performing is referred to as "buzzing the hemostat". In the IFU it states: "some surgeons may elect to "buzz the hemostat" during surgical procedures. It is not recommended, and the hazards of such a practice probably cannot be eliminated. Burns to the surgeon's hands are possible." The IFU then gives detailed instructions on how to minimize the risk. A copy of the french portion of the IFU have been taken to the site by the distributor to re-enforce the risk of the method and means to minimize that risk if they elect to continue the practice. No part was available for further investigation.